Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurry image when exposed to hot and cold water. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause could not be identified. It is likely due to environmental conditions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.